Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -8.50/1.5/154 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.